Manufacturer narrative:
The lens was returned in liquid, in a vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm tmicl13.2 implantable collamer lens, -8.50/+2.5/090 (sphere/cylinder/axis), was damaged during loading and there was no patient contact or injury. The backup lens was used. The reporter indicated the cause of the event was due to the lens. The reporter did not provide any additional information.